Event description:
It was reported the sys exhibited an uncommanded shut down. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an over the phone investigation. The customer was advised to restart the sys. The sys was found to be working as intended. The sys was put back into svc.